Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the large volume intermate leaked its entire contents (90mg pamidronate) into the overpouch. The leaking device was discovered during unpacking of the shipping carton. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Device manufacture date: june 8, 2016 ¿ june 9, 2016. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.